Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: pt was implanted with pfna nail on an unk date. It was discovered, (B)(6) months later the nail broke. No further info is available at this time.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system. Additional info has been requested.